Manufacturer narrative:
H3 other text : suspect product discarded.

Event description:
On (B)(6) 2023, a patient (pt) called to report a diagnosis of corneal ulcer in the left eye (os) after inserting a new acuvue® oasys multifocal brand contact lens (cl) a couple of weeks ago (exact date not provided). The os was painful, scratchy, foggy and the eye swelled from trying to remove the suspect cl and by night, the eye was ¿infected.¿ the pt went to an eye care professional (ecp) the following day due to continued os eye pain and reported the ecp had to remove the suspect cl as the pt was unable to remove it. The pt was diagnosed with a corneal ulcer and was referred to a ¿surgeon¿ who prescribed ¿about seven different eye drops.¿ the pt reported the od vision is still ¿not good enough¿ to read the names of the eye drops, but the pt advised some are taken every hour, one drop is three times daily (tid) and another eye drop is four times daily (qid). The pt advised the ecp told the pt that the ulcer was ¿7.5 cm¿ and now it is ¿2.5 cm¿ but the vision is not any better. The pt reported that the surgeon advised surgery may be needed but is waiting to get the infection under control. The pt reports daily cl wear and ¿typically discards¿ the cl every 2-3 days, but sometimes discards after 2 weeks, "it just depends on how the lenses are feeling." The pt uses biotrue solution and ¿sometimes rinses the lenses with water to make sure nothing is on them¿ before the pt puts them in. The pt is no longer going to wear cls. The pt has a scheduled follow-up (fu) appointment on (B)(6) 2023. On (B)(6) 2023, a call was placed to the pt¿s ecp. The ecp reported the pt ¿did have a severe corneal ulcer os.¿ the ecp thinks the pt reported accidentally sleeping in the lenses the day prior and had trouble removing the lenses. The ecp thinks the pt ¿nicked¿ the eye while trying to remove the suspect lens because the pt has long fingernails. The pt was referred to an ophthalmologist who came in to see the pt on ¿surgery day.¿ on (B)(6) 2023, a call was placed to the pt¿s treating ophthalmologist¿s office. A representative advised the pt was seen (date not provided), was diagnosed with a central corneal ulcer, and was prescribed cyclogyl 1% tid, ofloxacin q1h while awake, tobradex qid, tobramycin q1h while awake and vancomycin qid. The pt is seen every 2 days and the ulcer is ¿shrinking in size¿ but the pt¿s current visual acuity (va) is the os is hand motion. The pt is scheduled for a fu appointment on (B)(6) 2023. On 16oct2023, a call was placed to the pt. The pt reported on (B)(6) 2023, the treating ophthalmologist advised that the pt will not be able to see again in the os and will need a corneal transplant. The pt has another appointment on wednesday to see if the infection has resolved and then will be referred to another doctor for the surgery. On 17oct2023, the pt reported an upcoming visit with the ecp on (B)(6) 2023. No additional medical information has been received. The date of the pt¿s event is being recorded as (B)(6) 2023 as the exact event date is unknown. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number b013j9r was produced under normal conditions. The suspect os suspect cl was discarded. No additional evaluation can be performed. If any further relevant information is received, a supplemental report will be filed.